Event description:
It was reported that the patient received inappropriate shocks, and that there was increased impedance and noise. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; there was only one set of setscrew marks on the is-1 pin and it is too proximal, indicating the lead was not fully inserted into the device; full lead in segments returned and analyzed.